Event description:
The report received from the affiliate indicated that approximately six (6) months after the index procedure, the patient complained of chest pain at rest. Sublingual nitroglycerin was used with no relief of symptoms. The patient was admitted to the hospital emergently. St segment elevation was noted in leads v2-3. The physician suspected acute coronary syndrome (acs) and coronary angiography was done. There was no thrombus observed in the previously implanted two (2) cypher stents. A 75% restenotic lesion was observed at the proximal left anterior descending (lad). The restenosis was treated with balloon angioplasty using a 3.0 x 10 mm cutting balloon. The patient was reported to be in stable condition at the time of this report. The physician's comment regarding the adverse event was that late thrombosis (lt) was suspected due to the significant st segment changes on the ECG. The possible cause of the lt was possibly due to the effects of the restenosis.

Manufacturer narrative:
The index procedure was an elective case. The target lesion was the left main/mid left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, concentric, bifurcated, calcified, 36 mm in length, vessel diameter 2.5 mm, and type c. The lesion was pre-dilated with a 2.5 x 12 mm balloon at 12 atm for 30 sec. A cypher 2.5 x 18 mm stent (stent #1) was implanted at 20 atm for 15 sec. An additional cypher 3.0 x 23 mm stent (stent #2) was implanted at 20 atm for 15 sec proximal to the first stent in overlapping fashion. The stents were post-dilated using the kissing balloon technique (kbt) with a 3.0 x 15 mm, and a 2.5 x 12 mm balloon at 10 atm for 10 sec. The flow pre and post-procedure was timi 3. The residual stenosis was 0%. An act was not measured. Please note that device is distributed outside the united states, however it is similar to the united states product. A report was received indicating a female patient experienced resting chest pain, and st segment elevation in leads v2-3 approximately six months after implantation of two cypher stents. The patient's medical history includes: previous myocardial infarction (omi), hypertension, lipid metabolism abnormality and diabetes. The patient's age and medical history put her at increased risk for mace. The target lesion for the procedure was the left main/mid left anterior descending (lad) coronary artery. The lesion was reported to be: bifurcated, calcified, 36 mm in length, and type c. As per the instructions for use (IFU), the use of the cypher stent is indicated in treating patients with symptomatic ischemic cardiac diseases who have de novo lesions of length l 30 mm in coronary arteries with a reference vessel diameter of 2.5-3.5 mm. The IFU states, the device should not be used in the left main trunk, or ostium or lesions in the bifurcation area and is contraindicated in patients in which the dilation of the lesions by means of ptca cannot be anticipated. Additionally, the stents were deployed at 20 atm of pressure, which is above the rated burst pressure and not recommended as per the IFU. The products remain implanted in the patient and are not available for analysis. Manufacturing record (DHR) review was conducted for both sterile lot numbers and the products met quality requirements for product acceptance. Restenosis and late thrombosis are known complications of coronary angioplasty and stenting. Based on the information provided, it is not possible to draw a conclusion about a relationship between the device and the event. However, there are possible patient, vessel, and procedural factors that may have contributed to the event. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2008-00188 and #9616099-2008-00189. Please note that this is the initial/final report of these products.